Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the returned device was completed. A visual analysis was performed. The analysis of the returned device shows a small hole near the bifurcation of the device. Endologix is unable to determine if this small hole was present prior to the device being explant or was caused during the explanation of the device. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being good post explant. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g1, 2: contact office - updated name. H6: result code ¿ removed 3233. H6: conclusion code ¿ removed 11.

Manufacturer narrative:
The explanted device involved in this event has been returned and its evaluation is pending. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, the patient presented with an enlarged aneurysm (50mm to 70mm). The physician elected to treat the patient by explanting the afx device on (B)(6) 2019. During the re-intervention, a type iiib endoleak was also found. The patient is reportedly doing well post open conversion. As of date, there have been no additional patient sequelae reported.